Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
There are no new information from the stripes.

Event description:
Increasing impedance and high thresholds were first reported on this lead in (B)(6) 2018. Pacing impedance over 2500 ohms and high thresholds were reported again on (B)(6) 2019. The lead was capped and replaced on (B)(6) 2019.